Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Visual examination observed that the gauge needle was indicating past 26atm. A functional test was carried out using the device and a test stopcock and a est gauge. The device passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 25aug2015. It was reported that a device detachment occurred. The 90% stenosed target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected for inflation. During the procedure, upon first inflation at 10atm, it was noted that the syringe was detached. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good. However, device analysis revealed a reading inaccuracy.